Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was experienced high blood glucose. Blood glucose value was 400 mg/dl. Blood glucose was went up because of miscalculation of meal. Customer also experienced low blood glucose. Blood glucose value was 43 mg/dl. Customer treated low blood glucose with food. The customer's current blood glucose is 168 mg/dl. Customer had been using the insulin pump system within 48 hours of reported events. The customer did not experience any symptoms such as a result of low blood glucose. Auto mode feature was active at the time of high blood glucose event. The insulin pump will not be for analysis.